Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. It was indicated that the patient was under 2 years old, which is off-label usage of the device. The product was evaluated. An external visual inspection was performed and passed. Charge and boot was performed and passed. Pairing test was performed and passed. Functional test was performed and passed. A review of the receiver logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that signal loss over one hour occurred for the g6 receiver. It was indicated that the patient was under 2 years old, which is off-label usage of the device. However, data for the g6 ios us application was provided for evaluation. The allegation was confirmed. The probable cause was the transmitter and app were unable to complete a data transfer. No injury or medical intervention was reported.